Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist sleeve of a minicap transfer set. The event was further described as ¿the white part of the twist clamp became detached from the light blue part¿. This occurred during use of the device for peritoneal dialysis therapy. This occurred when the patient was opening the twist clamp (after attaching the transfer set to the solution line) in order to drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.